Event description:
Additional information was received indicating the patient experienced tachycardia due to the device and the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
D6a: implant/explant date is estimated to have occurred in (B)(6) 2020.

Event description:
During an in clinic follow up, the device was interrogated, however, the device was pacing at 100bpm and was unable to be reprogrammed. Technical support was contacted and a device exchange was recommended. A device exchange is anticipated but has not yet been performed. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported event of inappropriate output was not confirmed. The device was received with normal output and intermittent telemetry. Visual inspection of the header attachment area detected an anomaly between pre-molded header and titanium case. The device was cut open to enable further testing and the battery was at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.